Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent in well position a8 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-00996-03.